Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 2.4, lab: 1.1.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 1) 2.7 inr/4.0inr no actions taken based on device result. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.